Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/03/2014: the device was returned to animas and evaluated by product analysis on 06/17/2014 with the following results: no defect was found. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the reported complaint. He tdd bolus history on 05/06/2014 appears to be inaccurate due to 6.75u extended combo bolus on 05/06/2014 at 23:26 with duration of 4.0hrs. Due to the set 4.0hr duration period, a portion of the extended combo bolus was recorded in the tdd bolus history on 05/07/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that on (B)(6) 2014 she had experienced a low blood glucose (bg) between 47mg/dl and 50mg/dl with shakiness and cognitive impairment. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support reviewed the pump with the patient and found that the time and date settings were correct, and that basal settings and histories matched. Troubleshooting revealed that the bolus history did not match the bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a potential bolus history issue.